Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Interrogation of the pacemaker confirmed that there was a true fc 1003. This pacemaker does not have an advisory, but replacement was recommended. The pacemaker is still in service and there is no impact to therapy. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Interrogation of the pacemaker confirmed that there was a true fc 1003. This pacemaker does not have an advisory, but replacement was recommended. The pacemaker is still in service and there is no impact to therapy. No adverse patient effects were reported.